Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to go to the emergency room due to a high blood glucose level of 400 mg/dl. Customer delivered a bolus to correct. Customer checked later that night and his blood glucose level was 500 mg/dl. Customer was admitted to the hospital on (B)(6) 2014. Customer's blood glucose level was over 600 mg/dl at the time of arrival. Customer's mother called back to complete troubleshooting. Insulin did exit the tubing after a manual prime was run. Customer's mother did not have a set change with her and stated that she will call back when she does have the items available. No further assistance needed.